Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported patients with 'spotted cornea' at lasik post-operative visits. Additional information from surgeon indicated this occurs with twenty percent of his flap. Additional information has been requested.